Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown.

Manufacturer narrative:
Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
A co-worker reported that some time during (B)(6) 2011 customer received an ER-3 message on the display of her freestyle freedom lite blood glucose meter after a sample was applied to a test strip inserted into it. Caller further reported customer subsequently became red in the face and then had a seizure. No third-party emergent medical intervention was reported. Customer denied self-treating. There was no report of death or permanent injury associated with this event.